Event description:
A malfunction with code malf 12 was reported by the customer, but there were no notable events leading up to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump.